Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately 1.91 from the distal tip. As a result of the broken main tube, the instrument was returned with the cannula and seal still attached. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. No material was found missing. Additional observation(s) not reported by site were also identified: the force bipolar instrument was found to have an indentions/burrs on the proximal clevis. The indention was located at the base of the proximal clevis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument was on its last use when the instrument broke inside the patient. The customer was able to remove the instrument and performed an x-ray to check for any debris. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no issue with the sleeve trocar but that the force bipolar instrument was bent at the tip and could not be taken out of the cannula. The customer was unsure if fragments fell in the patient and performed an x-ray which confirmed that there was no fragment fell in the patient. The customer was able to remove the instrument from the patient. There was no patient injury. The procedure was delayed by an hour and a half due to the x-ray being needed.